Event description:
Technician alleged that the power cord plug is giving a high ground resistance reading. No injury reported.

Manufacturer narrative:
The tech replaced the power cord plug head to resolve the issue.